Event description:
Healthcare professional reported left side extrusion. Device has been explanted.

Manufacturer narrative:
Continued information of the reporter: phone: (B)(4). Continued health effect: impact code 4: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "extrusion" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: extrusion.

Event description:
Healthcare professional reported left side "extrusion." Device has been explanted.